Event description:
It was reported that the patient experienced an undesirable change in stimulation with a change in pain relief and poor pain coverage. On (B) (6) 2006, the patient underwent lead explant and replacement as well as an unspecified surgical intervention of the neurostimulator (ins). The patient outcome noted the event was ongoing. Additional information received reported that the therapy did not meet the patient's expectations. The patient still did not have an improved pain situation. The patient experienced severe intractable back pain. The lead was explanted and replaced on (B) (6) 2006. The event was reported as ongoing. On (B) (6) 2006, the patient complained of stimulation radiating into the abdominal area. The patient underwent another lead revision by a different doctor on (B) (6) 2006 which was successful. The patient recovered without sequela.

Manufacturer narrative:
(B) (4)